Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 552 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was gastro-paresis. Customer was sent home and patient wear the pump at time of hospitalization. Customer declined to further troubleshoot as he feels high blood glucose was due to all food the food he was eating and advised his blood glucose has been fine since.